Event description:
It was reported that while trying to use the zimmer air dermatome the air filled the hose, but failed to drive the device. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.